Manufacturer narrative:
The lot complaint history was reviewed, this is the fifteenth complaint for the finish goods lot; however, the first for this issue for this lot. The device history record shows the product was released per specifications. The cassette was not returned therefore a functional testing could not be performed to determine a failure mode for this event. Only a wet infusion cannula line was returned. The infusion cannula was visually inspected and the tip, luer, and silicone tubing were intact and in good condition. Fluid was introduced into the tubing and no leakage or anomalies were observed. The root cause of the customer's complaint could not be verified due to insufficient product returned for a full evaluation. Without analysis of the sample, it is not possible to isolate the root cause. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. After an investigation of this complaint, it has been determined that no action will be taken at this time as a sample was not returned and a root cause evaluation could not be performed. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Consumables manufacturing management has been made aware of this complaint through the consumer affairs review meeting. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A product sample has been shipped; however, it has not been received for evaluation at the manufacturing site. (B)(4).

Event description:
A customer reported that the irrigation/infusion pressure did not increase during a procedure. The product was replaced and procedure completed with no patient harm.